Event description:
It was reported a spectrum pump had an inoperable keypad. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that the (ok), setup, run/stop, #0, (.), #1, #2, #3, #4, #5, #6, #7, #8, and #9 keys were inoperable, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (ok) key will occur following the selected key's function. This failure mode does not provide any user opportunities select care area, or enter delivery parameters. Eval observed corrosion on the flex tail of the keypad and in a component on the input/output printed circuit board causing the reported condition. The keypad and I/o pcb were replaced. Baxter has initiated a CAPA to further investigate the issue.